Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, the real intelligence robotic drill connection would continuously flicker in and out on the connection screen (between the green check mark and red x). It could not be successfully connected in order to calibrate of perform the surgery; therefore, they bailed to manual instruments . The procedure was completed without significant delays. Moreover, the ri robotic drill attachment and the real intelligence robotic drill tracker became locked on the drill. The patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. Usage counter 9 sls 8. A kpc test was performed and the test passed. A case was run and there were no connection issues during testing. The led indicator light remained solid and the drill was recognized immediately. No issues found. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper/no connection between drill and cori console. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: the surgeon was unable to resume the case with cori and completed the procedure with manual instrumentation. The procedure was completed without significant delays. Patient outcome was not reported with the complaint. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. Usage counter 9 sls 8. A kpc test was performed and the test passed. A case was run and there were no connection issues during testing. The led indicator light remained solid and the drill was recognized immediately. No issues found. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.